Manufacturer narrative:
H.6. Investigation: a sample has been received and closely analyzed by our quality team. The leak in the manifold was found and is due to a large crack in the female luer attached. This verified the customer's complaint. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause is unknown for this failure but there are a number of methods in which a female luer end can crack.

Event description:
It was reported that unspecified bd¿ IV tubing blood was backing up and the line was leaking. The following information was provided by the initial reporter: it was reported that blood was rapidly backing up in the line and the line was leaking ivf at the proximal end of the or IV manifold that was in place. Per md order, plan was to d/c ivf and IV gtts. Prior to removing lines, it was noted that blood was rapidly backing up in the line and the line was leaking ivf at the proximal end of the or IV manifold that was in place. An attempt was made to stop the leaking by tightening the connection between the manifold and the y-site tubing, but the leak did not slow or stop. Tubing was removed and tubing saved for be safe purposes. IV tubing was assessed multiple times prior to this incident and no leaking was noted prior.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ IV tubing blood was backing up and the line was leaking. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that blood was rapidly backing up in the line and the line was leaking ivf at the proximal end of the or IV manifold that was in place. Per md order, plan was to d/c ivf and IV gtts. Prior to removing lines, it was noted that blood was rapidly backing up in the line and the line was leaking ivf at the proximal end of the or IV manifold that was in place. An attempt was made to stop the leaking by tightening the connection between the manifold and the y-site tubing, but the leak did not slow or stop. Tubing was removed and tubing saved for be safe purposes. IV tubing was assessed multiple times prior to this incident and no leaking was noted prior.